Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the monitor configuration screen did not appear. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.